Event description:
It was reported that the insulin pump alerts low battery two days after the customer inserts new battery. The customer stated that there was a slight corrosion at the end of the battery, so they inserted a fresh battery into the insulin pump, but the anomaly persisted. The customer also indicated that the insulin pump had alarmed motor error during basal delivery, and since then the battery anomaly had started. The customer's blood glucose was 164 mg/dl. The customer does not use the sensor feature. They were able to rewind the device. Troubleshooting for the low battery alert was not performed due to the motor error alarm. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.